Manufacturer narrative:
The local area sales representative was contacted for more information but none is available at the time of this initial report. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this unspecified tachy device may have a header issue that resulted in noise oversensing and shock delivery. Noise was observed on both the right atrial (ra) and right ventricular (rv) channels. The physician who stated the issue to the boston scientific technical services consultant did not know if the device was implanted sub-pectorally. The physician noted that at the time of the shock, the patient had just been sitting, working at their computer. There were no reported adverse patient effects.